Manufacturer narrative:
Follow-up #1: date of submission 10/8/15. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: evidence of a voltage drop and battery alarms observed in black box on 8/3/2015. Pump powers with returned battery cap. Battery cap unable to fully tighten. Evidence of moisture contamination inside battery compartment and underside of battery cap. Current draws within specifications; idle-80ma, sleep- 00ma, load- 160ma, rewind- 150ma. A battery life issue was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There is a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.